Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 11, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed a viscoelastic residue on the inside of the cartridge. Further inspection revealed that the cartridge and cartridge tip were damaged (bent). The handpeice was disassembled and presented with no assembly issues. The lens was inspected under magnification as well, revealing that it was received in an open sterilization pouch and that it had viscoelastic residue on the optic body and haptics. The lens was cleaned, and no issues were identified. The complaint issues could not be confirmed and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged. Account brief description of the event revealed that the preloaded device was very hard to push and the lens got bunched up at the tip of the cartridge, eventually the plunger overrode the lens. The cartridge tip contacted the patient's left eye. However, there was no patient injury reported and no intervention was required. Another lens of the same model and diopter was implanted. No further information available.